Event description:
Had essure done (B)(6) 2010. Procedure took longer than was told it would. Was on a lot of meds and still woke to pain when both coils were put in. Was on pain meds and slept that whole day very painful, woke to take pain meds only. Within a year, was having problems I've never had before, very heavy periods, lots of clotting, pain in left side it comes and goes some times hurts so bad can't move. Painful to have sex most of the time, sometimes bleeding during or after, been having night sweats. Gained (B)(6), headaches. Back pain (down on my back 4 times), tingling in fingers and down arm once for a week, depression, just blah feeling. Better since been on celexa. I've contacted my obgyn a few times about this, I'm told it is an infection and given antibiotics over and over, nothing changes. He just tells me it is not the essure.